Manufacturer narrative:
(B)(4). A request for the return of the device has been made. ((B)(4).) Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if additional relevant information becomes available.

Event description:
A customer reported that the sponge was not placed correctly inside of a minicap. The product was not used. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. However, photographs of the device were received. The reported issue was confirmed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of the manufacturing process revealed nothing that would contribute to the sponge separation or incorrect assembly. The root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.